Manufacturer narrative:
Evaluation - a review of the complaint history, device history record, documentation, manufacturer instructions, quality control, specifications was conducted during the investigation. Complaint device(s) were not returned for analysis, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. The device was not returned to assist with the investigation. Review of the device history record did not observe any non-conformances that may have contributed to this incident. Additionally; review of trackwise found one (1) additional complaint associated with the complaint device lot number. Since the additional complaint is related to this complaint issue, appropriate product and quality managers have been alerted. We will continue to monitor for similar complaints. Based on the provided information a definitive root cause cannot be established or reported at this time..

Manufacturer narrative:
(B)(4). A review of the device history record, documentation, specifications and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported by the user facility that while using ncircle tipless stone extractors, the devices cannot close easily after being opened. It was noted that two failures came from the week prior and three failures from the week of this report. The number of patients affected by these occurrences is unknown however; the reporter did indicate that none of the patients experienced any adverse effects due to these incidents. No further information was provided. This medwatch is for the two baskets in question; reference MFR 1820334-2017-00426 to capture the remaining three baskets reported.